Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient with a wireless external neurostimulator (wens) for unknown indications for use. It was reported that during 2 lead trial, after lead was placed in epidural space and in wens. Connectivity was checked, connection was not meet. Doctor wiped off lead and replaced in wens 0-7, no connectivity. Changed lead to 8-15, no connectivity. The cause was unknown. Removed this lead and used different trial lead.